Event description:
Patient presented to physician with irritation at incision site. Physician determined that the patient had an infection and surgically removed the inspire system on (B)(6) 2021, resolving the infection.